Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that they received a battery out limit alarm and a weak battery alarm. The customer stated that the insulin pump had scratches. The customer mentioned that the insulin pump had a blank display. The customer's blood glucose was 498 mg/dl at the time of incident. The customer stated that her blood glucose reached over 600 mg/dl. The customer stated that she treated her high blood glucose with pills. The customer stated that the insulin pump was dropped. The customer stated that the battery cap was worn down. The customer performed displacement test and self-test. The customer stated that the insulin pump passed both displacement test and self-test. The insulin pump will not be returned for analysis.